Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced baclofen withdrawal and pain issues. The healthcare provider (hcp) suspected a malfunction or possible battery performance issue. The pump was replaced. The pump was used to deliver baclofen (unknown). Device implant query lists the drug as lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Event description:
Additional information received reported there was no patient death, the intended use of the device was treatment.